Manufacturer narrative:
E2: ni. G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device has been not returned to olympus for evaluation to date. However, it has been requested. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head encountered e224 communication error. There were no reports of patient harm.

Manufacturer narrative:
Following fields are updated: d8, d9, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation of error code e224 was confirmed due to poor contact of the electrical contact. Due to the display of error code e224 no image was viewed. Additionally, other evaluation findings include the following: damage on cable unit. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted for additional information regarding legal manufacturer's final investigation results.